Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage pieces found in spine and abdomen area"), device dislocation ("migration of essure device location of device: pieces found in spine and abdomen area"), pelvic pain ("pain"), device expulsion ("expulsion of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 38-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, premature birth, polycystic ovary in 2002 and urethral cyst. Previously administered products included for an unreported indication: avinac, parity 4 and depo provera. Concurrent conditions included bladder spasm, urgency urination, rash, uterine bleeding, uterine contractions abnormal, adenoidectomy, tooth extraction and paratubal cyst. Concomitant products included cetirizine hydrochloride (zyrtek), escitalopram oxalate (lexapro), labetalol, levothyroxine sodium (synthroid), metformin, nifedipine (procardia) and venlafaxine (effexor) since 2015. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen on both side"), gestational hypertension ("pregnancy induced hypertension"), dysuria ("pain with urination") and blood disorder ("blood or heart disorder/ condition- type"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (to remove the essure implant) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, gestational hypertension, hypertension, dysuria and blood disorder outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, blood disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dysuria, gestational hypertension, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. (B)(6) 2014: hysterosalpingogram: total bilateral occlusion. Both essure micro insert are in the satisfactory location, and both fallopian tubes are occluded at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Event blood or heart disorder/ condition- type added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pieces found in spine and abdomen area"), pelvic pain ("pain"), device expulsion ("expulsion of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 38-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, premature birth, polycystic ovary in 2002 and urethral cyst. Previously administered products included for an unreported indication: avinac, parity 4 and depo provera. Concurrent conditions included bladder spasm, urgency urination, rash, uterine bleeding, uterine contractions abnormal, adenoidectomy, tooth extraction and paratubal cyst. Concomitant products included cetirizine hydrochloride (zyrtek), escitalopram oxalate (lexapro), labetalol, levothyroxine sodium (synthroid), metformin, nifedipine (procardia) and venlafaxine (effexor) since 2015. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 9-oct-2013, the patient had essure inserted. In november 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and hypertension ("blood or heart disorder/condition type: hypertension"). In september 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("device breakage pieces found in spine and abdomen area") (seriousness criterion intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen on both side"), gestational hypertension ("pregnancy induced hypertension") and dysuria ("pain with urination"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, gestational hypertension, hypertension and dysuria outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dysuria, gestational hypertension, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. (B)(6) 2014: hysterosalpingogram: total bilateral occlusion. Both essure micro insert are in the satisfactory location, and both fallopian tubes are occluded at the cornua. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: recurrent urinary tract infections, depression, anxiety, blood or heart disorder/condition type: hypertension, device dislocation, device breakage, expulsion of essure device, dysmenorrhea (cramping), pain with urination, lower abdominal pain, pregnancy induced hypertension, device ineffective was added. Historical and concomitant conditions drugs were added. Lot number & lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pieces found in spine and abdomen area"), pelvic pain ("pain"), device expulsion ("expulsion of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 38-year-old female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, premature birth, polycystic ovary in 2002 and urethral cyst. Previously administered products included for an unreported indication: avinac, parity 4 and depo provera. Concurrent conditions included bladder spasm, urgency urination, rash, uterine bleeding, uterine contractions abnormal, adenoidectomy, tooth extraction and paratubal cyst. Concomitant products included cetirizine hydrochloride (zyrtek), escitalopram oxalate (lexapro), labetalol, levothyroxine sodium (synthroid), metformin, nifedipine (procardia) and venlafaxine (effexor) since 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)").in (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("device breakage pieces found in spine and abdomen area") (seriousness criterion intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen on both side"), gestational hypertension ("pregnancy induced hypertension") and dysuria ("pain with urination"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, gestational hypertension, hypertension and dysuria outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dysuria, gestational hypertension, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. (B)(6) 2014: hysterosalpingogram: total bilateral occlusion. Both essure micro insert are in the satisfactory location, and both fallopian tubes are occluded at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.